Event description:
It was reported by the patient that during the implant of a leadless implantable pulse generator (ipg) "the doctor botched up their surgery and now they are in rehab." The leadless ipg remains in use and the delivery system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1avr1-delsys / expiration date: 28-nov-2022 / serial#: (B)(4), UDI #: (B)(4), available for eval: no, dev rtn to MFR? No, mfg date: 23-jun-2021 labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.